Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2017 due to diabetes complications. The caller mentioned that the customer's blood glucose went really high at the time of the incident. The caller stated that the customer did not have other health issues or illness that may have led to the customer's passing. The caller was unsure if customer was wearing the insulin pump at the time of death. The customer¿s blood glucose was unknown at the time of death. The customer was not using sensors. The caller does not know where the insulin pump is and agreed return if they find it.

Manufacturer narrative:
The aware date provided in the initial report and follow up # 1 report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.